Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
About an inch of the tip of the feeler broke off. The broken tip was easily retrieved and the surgeon was immediately supplied with another feeler. It did not cause a negative effect on the case.

Manufacturer narrative:
Corrected data: one (1) ball tip feeler ¿ curved [product code: 2750-10-160] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located approximately 30mm from the feeler¿s distal tip. The fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the feeler tip underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the feeler¿s distal tip becoming broken cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the feeler tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.